Manufacturer narrative:
(B)(4). Patient's age not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog and lot numbers not provided/unknown.

Event description:
It was reported that an unknown biomet screw fractured inside of the implant. The screw could not be removed and the implant had to be explanted. Tooth location 13.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A 3i t3 with dcd non-platform switched tapered implant (bnst3215) was received. Visual inspection of the returned product identified noticeable wear due to usage around the external threads and the collar. There was significant wear and discoloration around the platform and the double hexed drive feature. There was no evidence of the fractured screw in the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Due to limited information provided for the screw and no product available for further evaluation, the reported event and device malfunction cannot confirmed at this time. A singular root cause could not be determined.